Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed the clicking noise made when powering on the device. This was due to a faulty power supply. The power supply was replaced and the software was upgraded to current version. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there was a clicking noise when powering on the device. There was no patient involvement. No additional information was provided.